Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer was not able to activate energy on the e-100 with the vessel sealer extend (vse). The customer power cycled the generator and tried a separate vse prior to calling in. The led's on the e-100 were displaying normally. No errors were found in the logs and the vse was able to be used in the erbe. The caller stated that when the instrument was installed in the e-100 port, the system displayed a "check instrument cord connection" message. The technical support engineer (tse) advised the customer to contact customer service and have an RMA created to return both of the vessel sealers as they were likely causing the issues. The customer requested for the e-100 to be checked to ensure proper operation properly. The site continued the procedure with no reported complications. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: after switching to the other generator, the procedure was completed as planned without any injury or harm to the patient.

Manufacturer narrative:
After the issue had recurred, an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse powered on the system and confirmed that the vessel sealer was not recognized by the e100. The fse replaced the e100, but the symptom persisted. The fse reviewed the e100 upgrade procedure in virtual support and determined that the nest pic present needed to be selected and programmed. After programming, a test drive was conducted and the e100 was able to power the vessel sealer. The system was tested and verified as ready for use. A review of the site's complaint history revealed a related record in patient identifier (B)(6). The energy activation issue occurred in another case with the e100 generator. An fse followed up and resolved the issue as described above. A review of the logs confirmed the event date was (B)(6) 2022 and the procedure was an ovarian cystectomy. The system serial number was confirmed to be (B)(4). No images or video were submitted for review. This complaint is considered a reportable event due to the following conclusion: the customer aborted to another generator after the start of the procedure due to the customer not being able to activate energy on the e-100 with the vessel sealer extend. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.